Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MFR 3007963827-2023-00259.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under 3007963827-2023-00259.

Event description:
It was reported that a patient experienced pain and limited range of motion and underwent a synovectomy in an unknown timeframe post implantation. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-02572; 0001822565-2023-02574. D10-medical product. Unknown persona articular surface. Unknown persona tibial tray. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.